Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and low pacing impedance were noted. It is suspected that the issue is patient related and x-ray imaging did not reveal any insulation damages. The device was reprogrammed and the patient was stable.